Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that there was oversensing of noise with no inappropriate therapy and no out of range impedance measurements. Boston scientific technical services (ts) was consulted and suggested further troubleshooting to determine root cause. The patient was brought into the office where high amplitude irregular noise could be reproduced. Following the in-office visit, a revision procedure was performed. During the revision insulation issues were observed for the electrode just distal to the proximal sense ring. An electrode fracture was suspected. Subsequently the electrode was explanted and successfully replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced during the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory it was noted that the electrode was returned severed at approximately 273 millimeters (mm) from the terminal end. Only the proximal segment was returned. The distal portion including the proximal sensing electrode portion and notch area, shock coil, and tip, were not received. The returned portion of the electrode was thoroughly inspected and analyzed. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. X-ray was performed and found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations based upon the return portion.

Event description:
It was reported that there was oversensing of noise with no inappropriate therapy and no out of range impedance measurements. Boston scientific technical services (ts) was consulted and suggested further troubleshooting to determine root cause. The patient was brought into the office where high amplitude irregular noise could be reproduced. Following the in-office visit, a revision procedure was performed. During the revision insulation issues were observed for the electrode just distal to the proximal sense ring. An electrode fracture was suspected. Subsequently the electrode was explanted and successfully replaced. The subcutaneous implantable cardioverter defibrillator (s-ICD) was also explanted and replaced during the procedure. No additional adverse patient effects were reported. A portion of the electrode was received for analysis,.